Event description:
The customer contact reported the pt received more medication than intended. The customer contact reported the primary tubing set was to be used to deliver insulin. The customer contact indicated that the tubing set was primed using the white flow regulator on the cassette. The primed set was then inserted into channel 1 of a plum pump. Between 1200 and 1230, line a on channel 1 of the pump was programmed to deliver insulin 100 u/ml, at a rate of 8ml/hr, with a volume to be infused (vtbi) of 100ml, for a duration between 23-24 hours, and the delivery was started. After approximately 7 minutes, the customer contact reported that when the nurse returned to the pt's bedside, the nurse noted that the insulin solution container was empty. At this time, it was reported that the nurse checked the set-up, opened the cassette door of the pump, and noted that the flow regulator of the cassette of the tubing set was missing. The physician was notified. At an unspecified time, the pt's blood sugar level was checked. The customer contact reported that the pt's lowest blood glucose value was "around 100." At approximately 1235, the pt was treated with unspecified volume of 10% dextrose, one ampoule of 50% dextrose and an unspecified concentration of glucagon. The customer contact indicated the pt was given an unspecified amount of orange juice. It was reported that the pt's blood glucose was measured every 30 minutes for an unspecified length of time, with results reported as ranging from 274-363 mg/dl. The customer contact reported that the pt responded well to treatment. The device and tubing set were removed from clinical service. Therapy was resumed using a replacement device and tubing set. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.